Manufacturer narrative:
An event regarding seating/locking issues involving an partnership trial was reported. The event was confirmed. Method & results: device evaluation and results: the exterior surface as well as the teflon coating of the o-ring came back damaged. The fracture surface was examined by the material analysis engineer who indicated that the teflon coating of the o-ring appeared worn but nothing else can be determined as the material properties were damaged. Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the device was returned damaged and the o-ring appeared worn which could have caused the seating issue with the neck trial. No further investigation is needed at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon was trialing a 36mm zero head trial on an accolade ll neck trial. Acetabular side had trident cup and liner already implanted. It was reported that when trying to dislocate hip after trailing, the surgeon communicated that the neck trial was pistoning within the trail head resulting in the inability to dislocate hip. It was reported that in order to dislocate the hip and to remove head trial, the surgeon used a sagittal saw to cut thru the head trial. It was reported that once cutting was complete the neck trial became disengaged, hip was dislocated and the head trial was retrieved from the patient. It was reported that upon retrieval surgeon spent time lavaging and removing debris that was created from cutting the head. Femoral stem and head implant were implanted once surgeon completed the lavage and debris removal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon was trialing a 36mm zero head trial on an accolade ll neck trial. Acetabular side had trident cup and liner already implanted. It was reported that when trying to dislocate hip after trailing, the surgeon communicated that the neck trial was pistoning within the trail head resulting in the inability to dislocate hip. It was reported that in order to dislocate the hip and to remove head trial, the surgeon used a sagittal saw to cut thru the head trial. It was reported that once cutting was complete the neck trial became disengaged, hip was dislocated and the head trial was retrieved from the patient. It was reported that upon retrieval surgeon spent time lavaging and removing debris that was created from cutting the head. Femoral stem and head implant were implanted once surgeon completed the lavage and debris removal.